Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens tore during insertion into the patient's right eye. Lens tore in the injector. The surgeon removed the lens with no patient injury. Another same model and size lens was implanted. Reporter stated cause of this incident was loaded error.

Manufacturer narrative:
Other - no lens in returned packaging. Evaluation codes: conclusion - the product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).